Event description:
A surgical patient was being ventilated by an anesthesia machine for approximately 25 minutes when ventilation became impossible. The user reported the device had blocked. The patient was reintubated; the surgical procedure was completed and the patient did not exhibit any adverse effects.